Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the spine of the articular surface fractured off. The surgeon removed only the fractured portion of the surface.

Manufacturer narrative:
Evaluation summary - neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
It is now known the patient has been revised, and the fractured post was removed from the joint space. Devices or photos have not been received; therefore the condition of the articular surface component is unknown. Operative notes for primary and revision surgeries were not provided. A definitive root cause remains undetermined with the information provided. Zimmer package insert nexgen cr-flex and lps-flex fixed bearing knee states fracture/damage of the prosthetic knee components or surrounding tissues as potential adverse effects of the surgical procedure. This device is used for treatment.